Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced an urine leak the day after placement of the catheter. The user then deflated the balloon without problem and was in the process of re-inflation, when the user noticed a water leak through the urethral opening. The user then tried to deflate the balloon again, however no water could be removed. An ultrasound was performed and revealed the catheter balloon was inflated in the urethra. The catheter lumen was cut and no water would came out. Therefore, the doctor performed a percutaneous puncture to remove the catheter from the patient. It was later reported from the international business center (ibc) via email 24jan2019 that the catheter balloon did have missing pieces that were removed from the patient in an unknown procedure. No further medical intervention was required.

Manufacturer narrative:
The reported event is inconclusive as a complete evaluation could not be performed on the returned sample due to poor condition of the sample. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿[warnings]. 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients. (1) do not use in patients who are or have been allergic to natural rubber latex.."

Event description:
It was reported that the patient experienced an urine leak the day after placement of the catheter. The user then deflated the balloon without problem and was in the process of re-inflation, when the user noticed a water leak through the urethral opening. The user then tried to deflate the balloon again, however no water could be removed. An ultrasound was performed and revealed the catheter balloon was inflated in the urethra. The catheter lumen was cut and no water would came out. Therefore, the doctor performed a percutaneous puncture to remove the catheter from the patient. It was later reported from the international business center (ibc) via email (B)(6) 2019 that the catheter balloon did have missing pieces that were removed from the patient in an unknown procedure. No further medical intervention was required.